Event description:
The following has been reported: pump had several air bubble alarms. Writer tried to clear alarm by bolusing the bubble through. But system at one point stopped allowing writer to bolus air bubble through. Writer than tried to open blue door to pump and it was not allowing writer to do so. After several hard pulls a loud click was heard and the door opened. Writer than placed tubing into pump and again this pump would not allow writer to prime or bolus the air bubble through. Writer than grabbed brand new IV tubing and primed a new bag of norepinephrine and placed new tubing into pump. On it completing its start up test began to read air bubble alarm. Tubing was again taken out and placed in new pump were at this point it began to work. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.